Manufacturer narrative:
Eval summary: as returned, the tip of the hex bolt on the straight cup inserter is damaged. The fractured component from the hex bolt remains implanted with the shell. The remaining features on the device still appear to be in good condition. It is unk whether the surgical technique was followed when impacting the acetabular shell into the acetabulum. One or a combination of the following factors might have contributed to this type of failure: insufficient thread engagement during impaction may have led to high stress on the bolt threads; off-axis impaction of the device coupled with sufficient or insufficient thread engagement may have led to high stress on the bolt threads; and/or levering action on the cup inserter to reposition the shell may damage the thread. However, this is not an exhaustive list. A definitive cause for the experience of thread fracture cannot be determined with certainty. Device history records indicate all components were mfg and inspected to specification. No mfg abnormalities could be detected.

Event description:
It was reported that the impactor tip broke during implantation of the acetabular shell. The tip of the instrument was retained in the polar hole of the implanted shell.